Manufacturer narrative:
We received a catheter connected to a 10 ml syringe, a separate stylet, and a separate y-piece as a sample. The stylet obviously came out of the y-piece. Microscopic examination of the y-piece shows a clear imprint inside the gluing of the cap confirming that the stylet had been correctly clamped. A lot of kinks were visible inside the stylet, probably caused by a tool, which was used to remove the stylet after it was separated from the y-piece. It appears the user had stylet removal issues. The following information is provided in the product IFU regarding stylet removal, "if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal". A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out with no exceptions found. The tensile force of y-piece and stylet for the involved batches was between 4.64 n and 7.94 n and therefore within the specification (acceptable value, 3.1 n - 9 n). There were six more complaints for the two batches, 8037971 and 8040926 but no further complaints regarding a detached stylet in code 4g07126104 within the last three years. Corrective action: no further corrective action initiated by quality management due to this complaint, as there are no indications of a manufacturing fault. However, both vygon USA and germany will continue to monitor this issue.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Guidewire broke at hub while inserting catheter.